Event description:
2 hrs. Into treatment venous pressure had increased but dialyzer had been flushed without clotting noted. 3 hrs. Into dialysis, blood started dripping from arterial header. Dialyzer was clotted, although no alarms were noted or decrease in clotting time. Patient was disconnected from dialysis machine without attempt to rewturn blood and physician notifieddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, manufacturing, telemetry failure, unanticipated. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.